Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the condition (missing body) of the returned device. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the internal shaft of the retaining stem inserter was bent. Main body was not returned for evaluation. It is worth mentioning that the product information (lot number) is etched on the main body. Missing body may have occurred during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. Bent condition can be attributed to a combination of heavy use and exposure to unintended forces, such as prying motions applied while assembled with the stem. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the threaded inner portion of the corail retaining stem insert was found to be bent prior to sterilization. This issue did not happen in surgery.